Event description:
Customer reportedly obtained results of 81 mg/dl, 77 mg/dl, 104 mg/dl, 83 mg/dl, 204 mg/dl, and 432 mg/dl on the aviva system within 10 mins. Customer drank milk and took a glucagon shot in response to symptoms she was feeling when receiving these results. No adverse event reported. Requested return of suspect system and replacement was sent.